Manufacturer narrative:
Conclusion: lack of information, and device not returned for evaluation.

Event description:
A 2.5 mm diameter x 15 mm length sprinter mxii dilatation balloon catheter was inserted into a patient for the treatment of an unknown lesion. The lesion morphology is unknown. It was reported that the catheter came apart at the junction of the double barrel shaft and the distal segment during insertion into the guide. Another sprinter mxii was used to successfully treat the patient. There was no report of injury and the patient is fine.